Manufacturer narrative:
This report is submitted on january 23, 2024.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site, and subsequently, was treated with oral antibiotics for 1 week (date not reported).